Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The glenospheres would not engage with the baseplate. The first two spheres were removed and will be sent back. The third still did not engage with baseplate; however, surgeon left in patient. Unknown impact to patient at this time? Added an extra hour of or time to surgery.